Manufacturer narrative:
Philips service replaced the hard disk spare part, reloaded and configured the software, restoring the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference:(B)(4)).

Event description:
It was reported to philips that hard disk failure caused machine boot-up issue on a allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.